Event description:
It was reported that the pump wake button was difficult to depress. Customer applied more pressure to the button, and it functioned as expected. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.